Event description:
Philips dream CPAP initially I noticed severe congestion in the morning. I spoke with my allergist who reminded me to use my cool mist humidifier. I then noticed that I was bringing up thick white mucous and experienced headaches upon waking. Some days my mucous had black dots in it. I never associated this with my CPAP. I now believe that the symptoms were from the CPAP because upon discontinued use of the machine the headaches and mucous discharge began to lessen. It is my understanding that a fix was submitted to the FDA by phillips in june yet nothing has been done. Patients need their machines. This is a matter of life and death. Please approve a fix immediately. My health is suffering without the CPAP. I can be reached at (B)(6) please do something. You are supposed to protect us. FDA safety report ID# (B)(4).